Event description:
The customer observed sparks and a burning smell from the x-systems centrifuge sn (B)(6) model # 3531. No user safety or patient management was reported.

Manufacturer narrative:
An evaluation is in process. A follow up report will be submitted when the evaluation is complete.

Manufacturer narrative:
The customer reported seeing an electrical spark and smelled a burn odor coming from the abbott tdx centrifuge that was being used with the architect i2000sr, serial #(B)(6), when the customer was spinning samples. The customer unplugged the centrifuge. A review of the analyzer service history and logs identified no contributing factors to the current complaint. The xsystems centrifuge instructions guide contains adequate information for troubleshooting the observed issue. Manufacturing documentation for the likely cause did not identify any issues associated with the complaint issue. A review of the immunoassay platforms tracking and trending data revealed no systemic issues or trends with regards to the current issue. Based on the investigation no systemic issue or deficiencies were identified.

Event description:
The customer observed sparks and a burning smell from the x-systems centrifuge sn# (B)(6) model # 3531. No user safety or patient management was reported.